Manufacturer narrative:
Result: the 5max was fractured under the strain relief approximately 2.1 cm from the hub. Conclusion: the complaint has been evaluated. The complaint indicated that upon removal from the packaging, the 5max was broken at the proximal end. Evaluation of the returned device confirmed that the 5max was fractured under the strain relief. This type of damage typically occurs due to improper handling during removal from packaging. If the 5max is manipulated forcefully at an angle during removal from the packaging hoop, the strain relief may fracture due to excess force and bending. 5max catheters are 100% visually inspected for damage during process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system 5max reperfusion catheter. Upon removal from the packaging, the 5max catheter was found broken and was not used. The physician used another 5max catheter to continued the procedure.